Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant product: d314vrg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.